Event description:
Possible perforation, effusion noted . Pt noted "stabbing chest pains, sob...intermittent capture when on right side." Symptoms have subsided, still feels tired. Lead remains in use.